Event description:
The nanocross balloon burst during the procedure in a very calcified lesion. When the balloon burst, part of the balloon fell off into the patient. The balloon was retrieved using a snare. When the balloon burst, it became attached to the guidewire and stuck on the guidewire.

Manufacturer narrative:
This supplemental] MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the nanocross was returned in three pieces: proximal hub y-manifold with multi-lumen, 26mm of balloon chamber, and 180mm of single lumen with approximate 165mm of balloon chamber, one marker band and the distal tip. Not all components were returned: four marker bands were not accounted for. The balloon material exhibits radial and longitudinal tearing. The center lumen of the device exhibits both stretching and necking damage.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.